Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs and high pacing impedance measurements greater than 2000 ohms. It was noted that the patient had a syncopal episode and went to the emergency room. The field representative indicated that there were no pacing inhibition, just ventricular escape rhythm at 39 beats per minute (bpm). It is unknown if the patient had greater than 2 seconds of pacing inhibition. An x-ray was performed and a fracture was noted. A revision procedure was performed and the lead was surgically abandoned. No further adverse patient effects were reported.